Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter they encountered arc detect failure 303 errors and the guidewire became stuck in the catheter. The catheter was prepared normally with no issues noted at that time. The catheter was placed in the patient and the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were treated without issue. While working on the right superior pulmonary vein (rspv) they received 303 arc detect failure errors. While attempted to troubleshoot the error message the physician discovered that they could not advance or retract the guidewire, even after changing the deployment state. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory it was first visually inspected, and it was noted that the original guidewire was still inserted inside the catheter. Additionally, they observed dried blood or tissue at the tip of the catheter which prevented removal of the guidewire from the device. The catheter was then tested electrically which confirmed good function of the device. Investigation confirmed the allegation of a stuck guidewire with the most likely cause being unintended use error due to the trapped tissue between the catheter and the guidewire. Separately, the arc detect failure was not confirmed as the catheter had no electrical issues present during testing.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter they encountered arc detect failure 303 errors and the guidewire became stuck in the catheter. The catheter was prepared normally with no issues noted at that time. The catheter was placed in the patient and the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were treated without issue. While working on the right superior pulmonary vein (rspv) they received 303 arc detect failure errors. While attempted to troubleshoot the error message the physician discovered that they could not advance or retract the guidewire, even after changing the deployment state. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.